Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The lesion was located in a tortuous first obtuse marginal artery (om1). A 2.25x20mm taxus atom drug eluting stent was implanted in the lesion. No patient injuries or complications occurred. The patient was discharged and given a prescription for plavix. Seven days later the patient presented with chest pain and the distal end of the stent was occluded with thrombus. It was discovered that the patient had not been taking their plavix. The stent was ballooned and flow was restored. Additional disease was discovered and the physician attempted to pass two non bsc stents through the 2.25x20mm taxus atom drug eluting stent but could not cross the placed stent. The procedure was completed at that time. No further patient injuries or complications occurred. Patient status is satisfactory. The patient has been restarted on plavix.

Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).